Event description:
Facility reported syringe pump set found leaking from hole in tubing 2 days after installed. No patient harm reported. Tubing has been received and investigation is ongoing. Follow-up report will be filed when investigation is completed.

Manufacturer narrative:
This report was filed by the manufacturer.